Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field h6 evaluation conclusion codes.

Event description:
It was reported that this right ventricular (rv) lead was damaged due to the open heart surgery procedure. This lead remains in service and a new system was implanted on the right side. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was damaged due to the open heart surgery procedure. This lead remains in service and a new system was implanted on the right side. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.